Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 23mm biocor valve was implanted during an aortic valve replacement. On (B)(6) 2024, the patient presented with severe symptoms of early valve degeneration, aortic stenosis, and shortness of breath. On (B)(6) 2024, the valve was explanted and replaced with a 23mm epic supra valve. The explanted valve had pannus and calcification present. The patient was reported to be recovering.

Manufacturer narrative:
An event of valve degeneration, aortic stenosis, and shortness of breath was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported degraded and structural valve deterioration resulted in pannus could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The reported surgical intervention was a resulted of case-specific circumstances, surgical removal of the valve. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.